Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples, but 1 photos were provided for investigation. The photos were reviewed and the indicated failure mode for does not attach/detach with the incident lot was not observed. The root cause is indeterminate, the failed physical sample will be needed for investigation. A review of the DHR could not be performed as the lot number provided was incorrect for the reported acquisition device. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle the stopper pulled out of the tube within the holder. The following information was provided by the initial reporter. The customer stated: "when the phlebotomist tried to remove the edta tube the cap stayed attached."